Event description:
Report received from the USA stating the device was making "low humming noise." The device was being used during a lumbar laminectomy. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device and the customer complaint of "noise" was not confirmed. The device meet all design and performance specifications, and no problems were observed. If additional information is received, a supplemental report will be sent. (B)(4).